Event description:
On (B)(6) 2010, pt reported her infusion set got pulled out of her body and blood was everywhere and backed up into the tubing. Pt is not sure if it got caught in her waistband of her pants and got pulled out when she went to the restroom or she was sitting in a chair when she noticed it and had bent over to pick up something. Advised about adhesive dressings. Advised to loop a few inches around the site and tape it to her body. Advised the needle should be inserted at a 90 degree angle into an area that has some fat not muscle, and to rotate her sites 2 inches away from previous site and 2 inches away from navel. Pt reported the infusion site was painful on insertion and even after removing the site, it was still sore. Advised her to try and avoid that area in the future. Pt is new to pump therapy and is manually inserting her site. Advised on the insertion assist device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.